Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (drca) with 90% stenosis, mild calcification and mild tortuosity. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. The bdc was advanced without resistance, however, the balloon ruptured during the first inflation at 8 atmospheres (atms) for 5 seconds. There was no resistance during removal. Another same size mini trek balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.